Manufacturer narrative:
Samples were collected in serum tubes with gel separator. System checks performed two times in the same month in 2009, both passed within the instrument specifications. A field service engineer (fse) was dispatched on the second day, for this event: (a) fse performed a level sense test and pipettor volume check which both passed within instrument specifications. (B) fse corrected a misaligned sample pipettor and then performed a precision test which passed within the instrument specifications. Qc resulted within the established ranges. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding multiple erroneously low results generated by the synchron® lx®I 725 clinical system for several patients. The patient results were erroneously low across three different assays and subsequent testing on a different instrument produced results in different clinical ranges. The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.